Manufacturer narrative:
(B)(4): initial emdr submission. A follow up emdr will be submitted upon completion of investigation.

Event description:
Medical specialties - disconnected the drainage had been implanted on the patient less than 72 hours. In the morning the nurse found&#1288;at the&#1036;eurx¿ lockable drainage line was disconnected. A new line has been connected. An x-ray has been performed and no issue has been detected. No patient injury reported.